Event description:
Procedure type: lap anterior resection. According to the reporter: after firing, the anvil would not release to come across the staple line. The surgeon manipulated the instrument in order to remove it from the patient but the anvil disengaged into the bowel. The instrument was removed and a sigmoidoscope and graspers were used to remove the anvil from the patient. The donut tissues were normal but the anastomosis was found to leak during testing. A new instrument was used by laparotomy to create a new anastomosis and complete the procedure. Surgery time was extended forty five minutes, and less than 250 cc of bleeding was reported. The patient is in well current condition.